Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant during a routine electrocardiogram (ECG) it was noted the right ventricular (rv) lead had dislodged and no capture was seen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.